Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix, and the lead was damaged at implant.

Event description:
It was reported that when attempting to implant the lead it was found to be too short. The lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.